Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. It was tested on a generator and an error 5 was received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the sales rep that during the unknown procedure, the generator received a solid tone while activating. A second instrument was used to finish the case with no pt consequence. After the case, the handpiece was tested with a test tip and gave an instrument error when the test button was pressed. The handpiece is to be returned for analysis.